Event description:
It was reported that when the device was used during a lobectomy, the device delivered an incomplete staple line. A like device was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
Information was not provided. Evaluation summary: the lot number provided for the product involved in this complaint is an invalid number. Therefore, we were unable to check manufacturing records for any related non-conformances.